Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range (oor) low pacing impedances and low amplitude during a routine follow-up. X-ray test was done with no obvious insulation break noted however potential for crush. Patient is under short follow ups to continue monitoring as the electrical parameters improved. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this unknown right atrial (ra) lead exhibited out of range (oor) low pacing impedances and low amplitude during a routine follow-up. X-ray test was done with no obvious insulation break noted however potential for crush. Patient is under short follow ups to continue monitoring as the electrical parameters improved. The lead remains in service. No adverse patient effects were reported.